Event description:
During the procedure, bx forceps passed thru scope. After opening forceps to perform biopsy, was unable to close forceps -- scope was removed with forceps open at distal end of scope.